Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to charge defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device failed to charge defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be due to the the disconnected white energy capacitor wire from the j18 spade connector. The customer's device was archived by stryker.